Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the inserts provided product and lot combination since its release for distribution. A previous review of the device history records for the head did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Revision due to dislocation.

Event description:
Patient was revised to address dislocation. (Left hip).